Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The access assays is not labelled for vaccine response detection. The performance of our serology assays has not been established in individuals that have received a covid-19 vaccine. Depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. Per FDA safety communication on 19may2021 results from currently authorized sars-cov-2 antibody tests should not be used to evaluate a persons level of immunity or protection from covid-19 at any time, and especially after the person received a covid-19 vaccination. While a positive antibody test result can be used to help identify people who may have had a prior sars-cov-2 infection, more research is needed in people who have received a covid-19 vaccination. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
On (B)(6) 2021, the customer reported that on (B)(6) 2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg ii, part number c69057, lot number 124351) were generated on the customer's access 2 (access 2 immunoassay analyzer - refurbished, part number a65531 and serial number (B)(4)). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. The customer reported the patient went to another laboratory where he had a sample tested by another methodology (coviprotect sars cov2 spike protein antibody quantitative (serum. Cmia)) on (B)(6) 2021 and a positive result was obtained. The customer reported that the patient had been vaccinated against sars-cov-2 with the covishield vaccine 4-6 weeks prior to testing. No hardware errors were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications ad the time of the event. No issues with sample integrity were reported by the customer. Sample information such collection and handling information was not provided by the customer.